Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 10 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced an unspecified alarm, and noted low speed operation on the system controller. According to the patient, the alarms resolved following the event. The patient did not feel anything different and vital signs were normal. Upon interrogation in clinic, the vad team noted multiple low speed and low flow alarms, and two pump stoppage events were observed in the patient's event history. There was no driveline disconnect observed. A data log file was sent to technical service for review, however, there was no data found within the log. It was thought that someone may have accidently deleted the history from the system controller. As no data log files were able to be obtained, the system controller was exchanged and the patient placed for further monitoring. On 01/01/2016, a data log file was submitted to technical service due to the patient reporting low flow alarms while at home. During interrogation by the vad team, recorded pulsatility index events, pump off events and driveline disconnect alarms were noted. The patient stated that he had not heard or silenced any alarms. Upon review of the submitted data, two pump stoppage and two low speed advisory events were recorded, linking to a potential driveline issue. Submitted x-rays of the driveline appeared unremarkable. The patient remained stable while on batteries. On 01/04/2016 the manufacturer performed a driveline repair where the external portion of the driveline was replaced. No further alarms were reported after the replacement.

Manufacturer narrative:
Device evaluation: the report of pump speed reductions and stoppages was confirmed based on the information contained in the submitted system controller log file. X-ray images of the internal and external portions of the driveline were received prior to replacement of the external portion /distal end of the patient¿s driveline. No area of suspected damage was identified based on these images. On 01/05/2016, approximately 19 inches of the external portion/distal end of the patient¿s driveline was returned for evaluation. Upon examination, minor breakdown of the metal shielding was identified at approximately 3 inches and 5 inches from the metal connector; however, there was no fracture or breach in the insulation of any of the underlying wires. High-potential testing of the returned portion of the driveline did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. On 02/12/2016, the explanted pump was returned with the driveline cut approximately 16 inches from the pump housing. The severed portion of the driveline was also returned. Examination of both driveline segments revealed breakdown of the metal shielding at approximately 7 inches from the pump housing. Visual inspection of the underlying driveline wires revealed a breach in the insulation of the yellow wire at this location. The breach in the yellow wire insulation appeared to be due to rubbing against the braided shield as a result of repetitive movement of the wire at this location. No additional fracture or breach in the insulation of the other wires was observed. As result of the breach in yellow wire insulation, the underlying conductors of the wire were exposed. The yellow wire is one of two redundant wires which support motor phase 1. The reported red heart alarms would have occurred as result of the exposed conductors of the yellow wire contacting the braided shield while the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was provided by the vad coordinator indicating that on (B)(6) 2016, the patient''s pump stopped while the patient was at home, while connected to the power module. The patient had previously received a driveline repair on (B)(6) 2016. The patient was emergently transported to the hospital via ambulance. The pump was operating as intended when the patient was on battery power. The patient was asymptomatic and stable. International normalized ration at 2.4, mean arterial pressure 90-100 and heart rate at 80. After the vad coordinator checked the history on the system controller, pump stoppage and driveline disconnect alarms were observed. The patient underwent a pump exchange on (B)(6) 2016. No further information was provided.